Event description:
It was reported that during a laproscopic choleycystectomy procedure, an instrument error occurred. Troubleshooting steps were followed and instrument still came up with an error. New shears were opened and case continued. There was no patient consequence.